Event description:
The advocate called for help with the customer's breeze2 meter. The advocate performed control tests during the call and received a result of 209 mg/dl. The normal control range was 96-126 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.